Event description:
It was reported that 200 pen ndl 31g 5mm xtw 5b 100ct ap experienced missing label information and a breach in sterility. Product defects were noted prior to use. The following information was provided by the initial reporter: no sterile seals on individual pen needles. Customer received a new box of 5mm pen needles and the sterile seals were missing from the individual pen needles (see image).

Manufacturer narrative:
H.6. Investigation: 1. Lot#8342717 DHR was reviewed and no qn found 2. Manufacture records for lot#8342717 was reviewed, no abnormal was found 3. 7pcs retention samples were checked on teardrop label visual inspection and teardrop label pull force and all results meet the specification 4. The return photo shows that there is a separate teardrop label in the box with batch number 8313682. The production date of the batch traced back is march 2019, which is inconsistent with the batch number 8342717 of the complained product, and the production date of the complained product is june 2019, which is not the same period of time. Tracking back the production record, there were two batches products with sku 320569 produced between the batch 8313682 and 8342717. It is impossible that the tear drop label with batch 8313682 was mixed in batch 8342717. By observing the appearance of the cover, it was found that the side of the cover had normal seal marks caused by sealing teardrop label. 5. Visual system 100% inspect if teardrop label missing on assembly line and automatically removes the products without teardrop label. 6. The assembled products will be delivered to the bin of the packaging shop and will drop into a box when 100 needles are matched through the combination weight random matching. This is the only one complaint about this defect received so far. It is impossible that all the defective products will fall into the same box through the combination weight. 7. Base on investigation above, the failure should not be caused by manufacturing. The certain cause cannot be concluded at the moment.

Event description:
It was reported that 200 pen ndl 31g 5mm xtw 5b 100ct ap experienced missing label information and a breach in sterility. Product defects were noted prior to use. The following information was provided by the initial reporter: no sterile seals on individual pen needles. Customer received a new box of 5mm pen needles and the sterile seals were missing from the individual pen needles (see image).

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/6/2020. H.6. Investigation: customer returned (170) used 31gx5mm bd pen needle samples without tear drop labels attached in an open shelf carton from lot 8342717 (1 of these samples had a separated tear drop label from lot 8313682). Customer reported no sterile seals on individual pen needles. All 170 returned samples were examined, and it was observed that all 170 returned samples exhibited outer covers with heat stakes, indicating that the pen needles had been properly sealed. Furthermore, on the tear drop label that was returned separated, a heat stake was observed on the foil side of the tear drop label. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. DHR was reviewed and no qn found. 7pcs retention samples were checked on teardrop label visual inspection and teardrop label pull force and all results meet the specification. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8342717, medical device expiration date: 2023-11-30, device manufacture date: 2019-06-14, medical device lot #: 8313682, medical device expiration date: 2023-10-31, device manufacture date: 2019-03-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 200 pen ndl 31 g 5 mm xtw 5b 100 CT ap experienced missing label information and a breach in sterility. Product defects were noted prior to use. The following information was provided by the initial reporter: no sterile seals on individual pen needles. Customer received a new box of 5 mm pen needles and the sterile seals were missing from the individual pen needles (see image).